Event description:
It was reported that during a da vinci hysterectomy procedure, arcing/sparking was observed while using the monopolar curved scissors (mcs) instrument with the mcs tip cover accessory installed. There was no report of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On (B)(4) 2014, intuitive surgical, inc. Contacted the da vinci coordinator at the hospital to obtain additional information regarding the reported event. She confirmed that the instrument and the tip cover accessory were both inspected prior to use, and no damage was observed. The mcs tip cover was placed on the mcs instrument using the installation tool; however, electro lube was not applied to the instrument prior to the installation. She denied any holes or other issues with the tip cover and stated that the tip cover would not be returned for evaluation. The da vinci coordinator stated that the instrument/accessory was used for approximately 20-30 minutes before the sparking occurred and that it occurred when the surgeon was starting the colpotomy procedure. Monopolar cut energy was being used and a pk dissecting forceps instrument was also in use at the time of the event. The instrument had not been removed from the system prior to the arcing/sparking. Neither the instrument or the tip cover appeared to be damaged prior to the event. She denied any instrument collisions and stated that there was no injury or harm to the patient as a result of the arcing/sparking event.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the tip cover accessory is returned (post failure analysis evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions: arcing/sparking occurred during use of the monopolar curved scissors instrument with the mcs tip cover accessory installed. No injury to the patient occurred.